Event description:
A customer reported an issue with their pump, noting that they continuously received a message stating "all deliveries have stopped" and the pump was generating alerts. There was no reported impact to the customer¿s blood glucose level. Customer sought technical and product support but did not provide any information about the outcome of the event or any corrective actions taken.